Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down, up and ok buttons were under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2016 with the following findings: investigators were unable to duplicate or confirm the original complaint; investigation revealed responsive keypad buttons. However, the keypad was peeling off. Upon removal of the keypad cover, no contamination or physical damage was found on the key contacts. Unrelated to the original complaint, the bolus button cover was missing, making the testing of the bolus button impossible. In addition, the battery compartment was cracked and the display was dim and discolored.